Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the sheet was already off the catheter. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on july 30, 2020*** it was reported that two hurricane rx dilatation balloons were used in the same patient and procedure, and both devices had the same issue of the sheet being detached from the catheter. The anatomy location was the common bile duct, and the procedure was completed with another hurricane rx dilatation balloon device.

Manufacturer narrative:
Block h6: problem code 2907 captures the reportable issue of rx tunnel detached. Block h10: investigation result a visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. The rx tunnel of the device was noted to be loose, thereby the reported event of rx tunnel detachment was not confirmed. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event), block d8 (sud reprocessed and reused), block e1 (physician's complete name and phone number), block e3 (occupation) and block h8 (usage of device) block h6: problem code 2907 captures the reportable issue of rx tunnel detached. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2020. According to the complainant, during preparation, it was noticed that the sheet was already off the catheter. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6) 2020*** it was reported that two hurricane rx dilatation balloons were used in the same patient and procedure, and both devices had the same issue of the sheet being detached from the catheter. The anatomy location was the common bile duct, and the procedure was completed with another hurricane rx dilatation balloon device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during preparation, it was noticed that the sheet was already off the catheter. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.